Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, on (B)(6) 2014, the patient noticed that the jejunal tube¿s tip was outside of the stomach and reported it to the physician. On (B)(6), 2014, the patient was hospitalized and scheduled for endoscopy. As a result, the physician decided to removed the peg jejunal tube. Oral levodopa treatment was started and direct abdominal x-ray and abdominal ultrasonography was requested. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal tube placement is unknown. According to the complainant, on (B)(6) 2014, the patient noticed that the jejunal tube's tip was outside of the stomach and reported it to the physician. On (B)(6) 2014, the patient was hospitalized and scheduled for endoscopy. As a result, the physician decided to removed the peg jejunal tube. Oral levodopa treatment was started and direct abdominal x-ray and abdominal ultrasonography was requested. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 16, 2014: procedure date is (B)(6) 2013. The jejunal tube was replaced with a new endovive two-port through the peg jejunal tube. There were rashes and tenderness felt on the abdomen, however, the patient's condition at the conclusion of the procedure was reported to be stable. Correction: the patient was hospitalized and scheduled for endoscopy on (B)(6) 2014.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.